Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to reported symptom, "battery pins inserted no connection". The reported symptom was confirmed through observation during evaluation. It was observed that two negative battery contact pins were fully depressed and unable to rebound as designed, which resulted in intermittent dc operation. The rear case assembly was replaced. Additional information: loose or intermittent connection.

Event description:
It was reported that a spectrum pump had battery pins that "inserted no connection". It was also reported there was no patient injury.